Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1410703) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that (B)(6) year old, male patient underwent a diagnostic coronary procedure on (B)(6) 2014. The stick location was at the right femoral artery. The vessel size was noted to be 5 mm. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the patient had thin legs and part of the sealant was exposed. The physician hydrated and cut the excess sealant at the skin level. Then, tucked and bandaged the sealant. Several hours after the closure, while the patient was in recovery, the patient developed a fist-sized hematoma (approximately 5 cm x 5 cm). Manual compression was applied for 60 minutes. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure.